Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was prompting a door open message despite the gantry being fully closed. The site tried re-booting system with no change. As a result, the site aborted the use of medtronic imaging and used a non-medtronic imaging system to finish the case. There was no known impact to patient's outcome and surgical delay was reported as less than one-hour.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: bi71000166, serial/lot: unknown. H3, h6) the system was serviced in the field and the door switch sensor was replaced. The door open and close was tested and the issue was then resolved. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.